Manufacturer narrative:
Based on the current information provided, isi has not determined the root causes of the patient¿s operative complication and subsequent death. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted gastrectomy procedure with planned conversion to traditional laparoscopic surgery for placement of a j-tube, a bowel injury was identified. The bowel injury was repaired via non-robotic surgery. However, the patient became symptomatic post-operatively and subsequently expired from an ¿aspiration event¿ according to the surgeon. At this time, the root causes of the patient¿s bowel injury and subsequent death are unknown.

Event description:
It was reported that after the robotic portion of a da vinci-assisted gastrectomy procedure was completed, the case was converted to traditional laparoscopic surgery for placement of a j-tube. The initial reporter explained that the conversion to laparoscopic surgery is very common for the surgeon in relation to performing and completing robotic gastrectomy procedures. There were no reported issues during the robotic surgery. After the surgical procedure was completed, the patient was sent to a unit and was reportedly doing fine. An unspecified time later, that patient became symptomatic and a CT-scan was performed. The CT-scan revealed free air in the abdomen and some type of small bowel injury. The patient underwent a non-robotic surgical procedure and a ¿through and through¿ enteric injury was identified. The bowel injury was repaired and the patient was sent back to the unit. The patient was reportedly doing fine and appeared ready to be discharged home. However, the patient became symptomatic again post-operatively and the patient subsequently expired. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgical procedure was not recorded on video. There were no reports of a malfunction of the da vinci system, an instrument, or an accessory. There were also no reported intra-operative complications. The csr confirmed that the da vinci-assisted gastrectomy procedure was planned to be converted to traditional laparoscopic surgery for j-tube placement. The csr did not know the following dates: when the patient first became symptomatic, when the CT-scan was performed, when the second surgical procedure was performed to repair the bowel injury, and when the patient expired. The second surgical procedure to perform the bowel repair was not done robotically. Per a discussion with the surgeon on (B)(6) 2018, the patient expired as a result of an "aspiration event." The surgeon was unsure as to what caused the bowel injury but he speculated that the injury may have occurred during the traditional laparoscopic procedure to place the j-tube. The csr reiterated, however, that the surgeon is uncertain as to the root cause of the bowel injury.